Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device was returned for analysis and the reported inflation issue was able to be confirmed. The distal shaft was stretched at the mid lap joint. Functional testing confirmed the balloon would not inflate. Though difficulty removing the protective sheath was not reported and could not be confirmed by the site, based on the device's visual and functional analysis, the stretched shaft at the mid lap seal appears to be related to difficulty removing the protective sheath. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device's performance with regards to the difficulty with removing the protective sheath and subsequent difficulty with inflation and stretched shaft was potentially related to a manufacturing issue. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. A 3.5 x 15 mm nc trek balloon catheter was advanced to the lesion and an attempt was made to inflate the balloon; however, it would not inflate. The device was removed and another same size nc trek was used successfully. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.